Event description:
It was reported that the device was used during a dixon procedure. It was reported that there were no staples present after firing. The case was completed with purse-string suture by hand. Unknown patient consequence.